Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ crease/folding of implant: not observed. ¿ lymphadenopathy: unable to observe since it is not related to the device. ¿ migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side extracapsular rupture, "radial folds, capsular thickening and a signal of silicone at the level of a lymph node in the right axillary cavity" diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported right side extracapsular rupture, "radial folds, capsular thickening and a signal of silicone at the level of a lymph node in the right axillary cavity" diagnosed by MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Phone number continued: (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration, lymphadenopathy.